Event description:
The vasoview device was deployed in the patient's leg. During firing of the device the activation toggle was "sticking" and would not release. The device would not stop firing (clicking noises could still be heard). The tool was removed. As the jaws of the device hit the environment a small flame emerged at the tip. The power to the device was disconnected and the flame ceased. There was no apparent injury to the patient.